Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned. The power supply in question was returned to the manufacturer for evaluation, which is still in progress.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user observed a smell of overheated electrical components and a popping sound. After cycling, the power to the system a warning message indicating that battery backup may not be available was observed. Further diagnostic messages indicated the failure of one of the two power supplies. The pump system remained fully functional with the reaming power supply, however, capability to recharge the back up batteries was not available. There was no adverse consequence to a patient as a result of this event.